Event description:
Customer called reporting issues with her insulin pump. She was in the hospital for an unrelated issue, but her insulin pump stopped working while she was in the hospital. Customer's blood glucose is 334 mg/dl. She is treating with manual injections. She stated her insulin pump alarmed no delivery during manual prime. The alarm was cleared. Insulin exited when manually pushing the plunger. The device alarmed no delivery when she tried to run a manual prime to at least five units of insulin. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.